Manufacturer narrative:
Broken abutment screw. Fragment of screw could not be removed. The implants (2 pieces) needed to explanted. We didn`t receive abutment screws. Both insertion post fractured. Part one fractured due to improper use. Part two fractured due overload caused by user. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Broken abutment screw. Fragment of screw could not be removed. The implants (2 pieces) needed to explanted.